Event description:
The patient came in to clinic for troubleshooting after experiencing several instances of inappropriate power connection beeping and a couple 'high watt' alarms on his lvad controller. During the troubleshooting, we consulted with the manufacturer. The manufacturer attributed the problems to a battery problem, and not a controller problem and as such, recommended we replace the three batteries that were giving the patient problems. We replaced 3 batteries and sent the patient home. The next day the patient experienced a 'double power disconnect' alarm and resulting pump off event. The patient had symptoms of dizziness and feeling light-headed. The patient changed power sources and the controller restarted. The patient called the vad emergency line, and a vad nurse practitioner walked the patient and caregiver through changing to his backup lvad controller. Medtronic provided complaint number and device was returned to the manufacturer by mail.